Manufacturer narrative:
After the monitor was evaluated by the home care dealer it was returned to cas where it was further run for over 1 week all the while challenged with input data designed to cause alarm events. The monitor worked as it should.

Event description:
As reported by the home care dealer, the parents entered the baby's room and saw the alarm lights on and subsequently informed the apnea program people that the monitor did not alarm. There was no impact to the baby reported. The monitor was given to the home care company.